Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The device passed the functional testing including the displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No excessive "no delivery" alarm or motor error alarm noted. No missing segments noted. The unit was programmed with multiple boluses and basal rates and monitored. The daily totals matched the daily totals in the status screen. Unit had minor scratched lcd window, cracked display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer stated that in the morning they woke up with blood glucose of 105 mg/dl but within 20 minutes it dropped to 50 mg/dl which was treated with food and a drink. The customer was not hospitalized. The drive support cap was recessed. The customer was not disconnected from the insulin pump during the rewind/prime sequence when they changed the infusion set. The daily total history was not accurate. During the self-test there were pixels missing from the screen. The displacement test failed and the device alarmed no delivery with empty reservoir/tubing in it. The customer had a surgery two days prior to the phone call and gave the insulin pump to their spouse. The customer stated that they changed the basal rates because they have been working out more. The customer stated that sometimes the device does not alarm no delivery when there is a kink in the tubing. Nothing further was reported.